Event description:
It was reported that despite proper prepping, the intra-aortic balloon would not clear the insertion sheath. As a result, a new iab was inserted. No other details were provided. There was no reported pt complications.